Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb and cable assembly connections were evaluated and reseated. The cmos battery was also replaced and the settings were reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.